Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the patient awoke to find the ilet pump housing cracked along the middle, after which the patient was instructed to revert to backup therapy and the device was replaced; blood glucose was not affected and no alarms or alerts were reported. Symptoms included no adverse clinical effects. Outcomes included use of backup therapy and continued cgm use via the dexcom app or receiver. Investigation included device return and review of device condition and tracking. Investigation of this case revealed physical damage to the pump enclosure consistent with screen bezel or housing separation, with no functional impact reported and no alert activity. It was concluded that the cause was mechanical damage to the device housing.